Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of missing depth markers is confirmed and the cause appeared to be manufacturing related. One photo sample of 4 fr groshong nxt catheter kit was provided for evaluation. The statlock packaging, two-piece connector packaging, lidocaine needle, and groshong catheter with the internal stylet were present within the opened kit tray. No clear evidence of the depth markers being present was noted on the visible portion of the catheter shaft in the photo. A review completed by the manufacturing facility revealed the reported event to have occurred during the printing process; therefore, the complaint is confirmed to be manufacturing related. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that after the package was opened, no graduations were found with the tubing. And the product was not used in the patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds2339 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the package was opened, no graduations were found with the tubing. And the product was not used in the patient.